Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service to report the micropore surgical paper tape irritates the patient's skin. No further information was provided.